Event description:
The customer reported the system had cable connector issue and the system shut down on its own. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.